Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the survey respondent mentioned about symptomatic urinary tract infection, hematuria, catheter blockage and leakage and when they were asked of complications while using the lubricant silicone foley catheter (tr17585mxx). It was unknown what medical intervention was provided.

Event description:
It was reported that the survey respondent mentioned about symptomatic urinary tract infection, hematuria, catheter blockage and leakage and when they were asked of complications while using the lubricant silicone foley catheter (tr17585mxx). It was unknown what medical intervention was provided.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be "bad fit with shaft". The lot number was unknown; therefore, the device history record could not be reviewed. Although the product catalog number is unknown, the patient provided product catalogue number tr17585m (12-16). The tr17585m (12-16) share the same IFU. The instructions for use were found adequate and state the following: ¿read carefully before use. Safety and efficacy considerations: the statlock® device is for single use only. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Sterile only when included as a component in a sterile kit, except for any individually packaged components within the pouch which are not labeled as sterile. These components are not terminally sterilized. This package does not maintain sterility; use once catheter kit package is opened. Discard if package is opened or damaged. Do not alter the statlock® device or components. Procedure must be performed by trained personnel with knowledge of anatomical landmarks, safe technique and potential complications. Contents: package includes statlock® stabilization system and skin preparation pads. Indications for use: the statlock® device is a stabilization device for compatible catheters. Contraindications: known tape or adhesive allergies. Warnings and precautions: 1. Do not use the statlock® device where loss of adherence could occur, such as with a confused patient, unattended access device, diaphoretic or nonadherent skin. 2. Observe universal blood and body fluid precautions and infection control procedures, during the statlock® device application and removal. 3. Minimize catheter manipulation during statlock® stabilization device application and removal. Daily maintenance 1. The statlock® device should be assessed daily and changed when clinically indicated, at least every seven days. 2. If pad becomes soiled, wash with soap/water, saline or hydrogen peroxide. Do not use alcohol or prepackaged bathing systems, which could lead to early lifting. 3. If showering/bathing, cover with plastic wrap or waterproof dressing. 4. Conduct skin assessment prior to application and repeat daily per facility protocol. 5. Use clinical judgment on the removal of the statlock® stabilization device if the patient experiences any fluid shifts that may interfere with skin integrity. Application technique: prep 1. Place foley catheter into retainer. Directional arrow should point towards catheter tip 2. Close lid, being careful to avoid pinching the catheter. 3. Identify securement site by laying the anchor pad straight on the front of the thigh, then back up 1 inch towards the insertion site. Make sure leg is fully extended. 4. After placing the statlock® stabilization device off to the side, cleanse and degrease the securement site with alcohol or hospital policy. Let skin dry. 5. Apply skin protectant, in direction of hair growth, to area larger than stabilization site. Allow to dry completely (10-15 seconds). 6. Using permanent marker, write initials and date of application on statlock® anchor pad. Note: always secure catheter into statlock® retainer before applying adhesive pad on skin. Place and peel 7. Align the statlock® stabilization device over securement site leaving 1 inch of catheter slack. Make sure leg is fully extended. 8. While holding the retainer to keep the pad in place, peel away paper backing, one side at a time and place tension-free on skin. Removal technique: disengage 1. Open retainer by pressing release button with thumb, then lift to open. 2. Remove foley catheter from the statlock® device. Dissolve 3. Wipe the edge of the pad using at least 5-6 alcohol pads until a corner lifts. Then continue to stroke undersurface of pad with alcohol to dissolve adhesive pad away from skin. Do not pull or force pad to remove.¿ correction: g h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned